Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received additional inappropriate shocks due to noise in secondary vector that was oversensed. This patient had presented to the emergency room (ER). It was noted this patient had gained some weight and the impedances appeared normal. The plan was to have the s-ICD therapy turned off. Ts reviewed and suspected a pocket fracture due to an acute bend in the electrode in the s-ICD pocket. Additional information is being requested from the field.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received additional inappropriate shocks due to noise in secondary vector that was oversensed. This patient had presented to the emergency room (ER). It was noted this patient had gained some weight and the impedances appeared normal. The plan was to have the s-ICD therapy turned off. Ts reviewed and suspected a pocket fracture due to an acute bend in the electrode in the s-ICD pocket. Additional information is being requested from the field. Additional information was received that device therapy was turned off. An echocardiogram was performed in which the results are not available at this time, to determine if this patient requires a replacement or a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received additional inappropriate shocks due to noise in secondary vector that was oversensed. This patient had presented to the emergency room (ER). It was noted this patient had gained some weight and the impedances appeared normal. The plan was to have the s-ICD therapy turned off. Ts reviewed and suspected a pocket fracture due to an acute bend in the electrode in the s-ICD pocket. Additional information is being requested from the field. Additional information was received that device therapy was turned off. An echocardiogram was performed in which the results are not available at this time, to determine if this patient requires a replacement or a transvenous device. No additional adverse patient effects were reported. Additional information was received that this electrode was explanted due to other/non-product experience.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed noted cuts in the suture sleeve likely explant damage, shocking coils slightly stretched out at proximal end and misaligned at distal end, a slight curve (bend) in the lead body approx. 30mm from terminal end, the sense a conductor resistance measured as an electrical open indicating a fractured or broken conductor, a hipot test passed indicating no electrical shorts between conductors, x-ray showed a fractured sense a conductor approx.26 mm from the terminal end. Fracture characteristics are consistent with cyclic fatigue. This type of damage is consistent with repeated stress over time. The reported noisy signals and inappropriate therapy was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received additional inappropriate shocks due to noise in secondary vector that was oversensed. This patient had presented to the emergency room (ER). It was noted this patient had gained some weight and the impedances appeared normal. The plan was to have the s-ICD therapy turned off. Ts reviewed and suspected a pocket fracture due to an acute bend in the electrode in the s-ICD pocket. Additional information is being requested from the field. Additional information was received that device therapy was turned off. An echocardiogram was performed in which the results are not available at this time, to determine if this patient requires a replacement or a transvenous device. No additional adverse patient effects were reported. Additional information was received that this electrode was explanted due to other/non-product experience. The device has been returned and analyzed.